Event description:
It was reported that when using the bd pyxis¿ es server, stations were not communicating with the webserver. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that communication issue. The technical support specialist (tss) investigated the problem, resolved the communication retries, and restored normal communication functionality. The system functioned as intended after the technical support specialist (tss) resolved the issue.